Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below-the-knee vessel. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. The balloon was initially inflated to 14 atmospheres for less than 30 seconds. However, during the second inflation at up to 10 atmospheres for less than 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.